Event description:
Pt arrived at ER with a one day history of right sided chest pain. Pt reported that the pain was sharp, pleuritic and started the evening before when pt was mopping. The pain did not radiate and was not associated with nausea, vomiting, diaphoresis or shortness of breath. Tylenol relieved the pain. The pain returned the next morning. It was r-sided, pleuritic and present all day. When pt took a deep breath the pain was sharp.